Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. It was claimed that during inspection it was found that the compressor could not be started and could not provide air. The device failed to meet its specifications. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The power supply and fuse were initially suspected to be faulty, however it was stated that the transformer was defective and the part needs to be replaced by the third-party company. Based on prior investigations, it was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4112.

Event description:
Manufacturer's ref #: (B)(4).